Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, the nurse opened the package and removed the red clip from the device to advance the clip to the end of the plastic sheath, but the sheath would not pull back (the blue part did, but the sheath would not). The physician said to get another of the same device, so this was put aside. On inspection later, it was noticed that the plastic sheath was not attached to the blue part. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).